Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Health professional sent (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported the removal of a lap-band device as "a hole in the lap-band tubing leading from the port which was presumably the culprit for the difficulties in use" was identified. The surgeon also noted "a small piece of plastic-like material in the tubing which may have actually occluded the tubing." "There is a question whether the 'piece of plastic' may be silicone produced from coring the port or whether it is a piece of the tubing from the visible hole."